Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
It was reported to philips the device display was blurry and dim resulting in an inability to read the display. There was no report of patient involvement.